Event description:
A user in the (B)(6) reported blood glucose results of "9.7 mmol/l" with a lifescan meter and "7.7 mmol/l" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=15% and/ or <=0.67mmol/l. There were no reports of injury or medical treatment required. However, this complaint is being reported because inaccurate result was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.